Manufacturer narrative:
The DHR review for this lot indicates that the product was inspected and tested per established manufacturing requirements and the products met all requirements per the applicable mfg quality plan. The product is to be returned for evaluation and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
Prior to use and during flushing the microcatheter, the saline solution leakage was noted from the hub of the microcatheter. Therefore, another micro catheter (rapid transit) was used for the procedure. There was no defect on the outer box and sterile pouch. The product was properly stored in our storage. The product was inspected upon removal from the packaging. The syringe was attached correctly to the hub of the microcatheter. The product was not clinically used.